Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. Customer received a sensor scan result of 26 mmol/l and experienced symptoms described as "head spinning" and "didn't feel well¿ and contacted their doctor who advised them to go to the hospital. At the hospital, a healthcare professional performed a blood glucose measurement with result of 2.6 mmol/l and diagnosed customer with hypoglycemia, however no treatment was provided. Post diagnosis the customer removed their sensor and self-treated with a sandwich and ¿felt much better. Unspecified treatment was provided by non-healthcare professional, however no further details regarding treatment were provided. There was no report of death or permanent impairment associated with this event.